Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm isolated the issue to a misaligned fill sensor of bimba and adjusted the sensor. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer. The initial reporter named is a getinge employee whose contact details are: telephone number: (B)(6), which differs from that of the event site. The full name should read (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had intermittent autofill failures. There was no patient involvement, and no adverse event reported.